Manufacturer narrative:
(B)(4). No impact or consequence to patient. (Lens curled). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated there was no problem or malfunction with the lens or the injection system.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens curled up when it was being injected into the eye. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).